Manufacturer narrative:
Manufacturer's investigation conclusion: evaluation of the submitted log file also confirmed a driveline disconnect event. The submitted log files collectively contained events from 07nov2025 through 25nov2025, 05dec2025 through 09dec2025, and 13dec2025 through 16dec2025. A driveline disconnect event was observed on 13nov2025. No other notable events that suggest issues with the controller were captured. The system appeared to function as intended. The root cause of the reported events could not be conclusively determined through this investigation. The reported event and subsequent investigation do not indicate an issue with the manufacture of the product, per the device history record review. The heartmate ii lvas IFU and the heartmate ii patient handbook are currently available. The current revisions of the instructions for use (IFU) and patient handbook can also be found on the electronic IFU (eifu) page of the abbott website. Section 7 of the IFU, entitled "alarms and troubleshooting", outlines all system controller alarms, including driveline disconnect alarms and the appropriate actions associated with them. The ¿alarms and troubleshooting¿ section of the patient handbook outlines all system controller alarms, as well as how to respond to such events. The handbook warns that the pump will stop if the driveline is disconnected from the system controller. If the driveline disconnects from the controller, it is to be immediately reconnected. This handbook provides instructions on how to exchange system controllers and states, ¿do not attempt to change your system controller without having a trained, competent caregiver at your side to assist. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that upon interrogation of the left ventricular assist device (lvad), multiple driveline fault notifications were uncovered. The patient had system controller exchange when admitted first at the hospital. Driveline fault events were noted starting (B)(6) 2025 at 0914 through 2004 and then resolved. The log file from the exchanged controller noted some intermittent low flow events as well as some intermittent driveline fault events. It appeared as though the green wire in phase 1 of the driveline was failing according to the data. It was not broken but had some continuity issues. X-rays were in progress. Log files were sent while using the ungrounded cable. Driveline disconnect was noticed on (B)(6) 2025 at 1405. Also, some random driveline fault events on (B)(6) 2025 at 1737 and (B)(6) 2025 at 1155. Additional log files were submitted that captured the reported intermittent driveline fault alarms. No pump stops or low speed events were noted in the log file. Additional log files were submitted that indicated a conductor breakdown on phase 1 of the driveline. The pump itself was operating within normal parameters. Continued monitoring was recommended.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.